Event description:
It was reported that the t: slim x2 pump would not charge, and attempts to resolve the issue by trying different adapters and cables were unsuccessful. There was no reported adverse impact. Customer reverted to an alternate method of insulin delivery.